Manufacturer narrative:
(B)(6). Evaluation was not possible, as the device is not being returned. Rev review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Due to these facts, we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a shoulder arthroscopy debridement acromioplasty and biceps & cuff repair using a fastener, fixation, nondegradable, soft tissue that a non-deployment occurred. It was also reported that the surgeon noted that the anchor was not inserting. The site was prepared with a footprint awl. The handle of the anchor was stripped so the surgeon attempted to remove the anchor with a wire and a screw removal instrument without success. The surgeon drilled four shallow holes with a 2mm drill bit and was then able to remove the anchor. The site was over drilled with an 8mm biceptor drill and a biceptor 8x25 system was used to anchor the biceps to bone. No sites were left open or empty. The surgeon completed the procedure with a backup device. (B)(4).